Manufacturer narrative:
A2: please note that the age is based off average age of patient involved in this event a3b: please note that the gender is based off as per the majority of patients. B3. Please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4, g4: product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding development of symptomatic adjacent and remote level compression fractures following balloon-assisted kyphoplasty in a series of 1,318 patients. Balloon-assisted kyphoplasty (bak): the study involved 1,318 patients who underwent bak, a procedure used to stabilize vertebral compression fractures. Bak is performed by inserting a balloon into the vertebra, inflating it to create space, and then filling the space with bone cement to stabilize the fracture. Device malfunctions: the document does not specifically mention any device malfunctions associated with the bak procedure. Patient complications: 1. Subsequent compression fractures: 15.5% of patients developed subsequent compression fractures after the bak procedure. Two-thirds of these fractures occurred adjacent to the initially treated level. 2. Risk factors for subsequent fractures: older age, female gender, osteoporosis, chronic corticosteroid use conclusion: the study concluded that bak is effective for stabilizing vertebral compression fractures. However, it also highlighted the need for further research on the incidence and risk factors of post-bak fractures, given the significant percentage of patients who developed subsequent compression fractures.